Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Information contained in this report was previously submitted through psr on 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Reason for reoperation is "the device is folded and fluid leakage" and "suffers every day".

Event description:
Patient reported the device is folded and fluid leakage and "suffers everyday." Device remains implanted. This record is for the right side.